Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was recently hospitalized due to a low blood glucose level. Blood glucose level was 17 mg/dl at the time of admission. Customer reported that the insulin pump may have been delivering too much insulin. Before transport to the hospital, paramedics treated the customer and raised his blood glucose level to 120 mg/dl. Customer stated that his blood glucose level dropped down to 70 mg/dl while en route to the hospital. Customer declined troubleshooting for low blood glucose level. Blood glucose level at the time of the call was not provided. No further information was provided.